Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (high shock impedance). The local representative was notified of the alert and the clinic had already reviewed the uploaded data from the physician website. Subsequently, the local representative contacted boston scientific's technical services (ts) to discuss the red alert. Ts informed the local representative that the shock impedance at implant in 2006 was 54 ohms and the last shock delivered in 2010 was 46 ohms. The device has been programmed in a triad configuration for the shocking vector and the monitoring system data dates back to august 2010. At that time, the shock impedance was in the 75 to 80 ohm range and has gradually increased. In (B)(6) 2012, the measured shock impedance was greater than 125 ohms which triggered the red alert. Ts discussed the possibility of a primary lead issue. Ts suggested that the patient should be seen in-clinic for further troubleshooting. The patient was seen in-clinic and the device was interrogated. A shock lead integrity test (slit) was performed and the measured shock impedance was greater than 125 ohms. All other lead diagnostic measurements were normal. Slit was performed in other shock vector configurations and all measured greater than 125 ohms. Ts discussed performing a commanded test shock at 1.1 joules and 41 joules to assess the integrity of the system. Subsequently, the clinic nurse contacted ts to ask about atrial tachycardia responses (atr) and the possibility of far-field r-wave oversensing and header issues. Ts discussed the possibility of a right atrial (ra) lead issue. Boston scientific received information that another red alert (high shock impedance) was detected by this patient's monitoring system. Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. A commanded shock at 1.1 joules and 41 joules was performed.

Manufacturer narrative:
The recorded values were 66 ohms and greater than 125 ohms respectively. A dft test was performed and the induced arrhythmia was converted at 11 joules with a measured shock impedance of 64 ohms. Slit testing recorded values in the 98-105 ohm range. Ts discussed a possible primary lead or connection issue. The patient was presented back to the ep lab and the device was electively explanted. The rv defibrillation lead was explanted and replaced. During the procedure, the physician observed that the ra lead exhibited some insulation degradation and was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.